Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were "black particles" in the bd eclipse¿ needle hub.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenges samples and testing was performed as per specification in according with the in-process sampling plans and out-going sampling plans. As per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. 100 samples in sealed package were returned for evaluation. The samples were subjected to visual inspection and 4 sampls failed the inspection with black foreign matter in the hub. The hub was not manufactured in tuas as the needle was supplied by u-univac. Material had degraded inside injection unit and was trapped in there until it was injected out into a hub.

Event description:
It was reported that there were "black particles" in the bd eclipse¿ needle hub.